Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient has a history of metal allergy and it was known upon trial implant day. The patient obtained great relief but was only able to tolerate the leads for 4 days until they had to come out due to the leads causing pain from their allergy to metal. Patient noticed their back getting very irritated and sore on the inside from the leads, causing extra "oozing" on the outside. Patient said it was clear and not sure if it was an infection response or an allergic reaction response. The trial was ended early and the issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 02-mar-2030, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 31-mar-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.